Manufacturer narrative:
(B)(4). The customer reported that the battery fails to charge. There was no report of pt involvement. The batteries were evaluated at philips and the failure was verified. The unit failed to power on with this battery inserted and the battery would not charge. The customer was sent a new battery which resolved the failure.

Event description:
The customer reported that the battery falls to charge.